Event description:
Healthcare professional reported right side rupture and capsular contracture, baker grade lll. The device has been explanted.

Event description:
Healthcare professional reported, left side rupture. And capsular contracture, baker grade iii. The device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade iii.